Event description:
On (B)(6) 2026, (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that for the past couple of weeks, the therapy has not been helping much at night. The patient said the therapy works fine during the day, but nighttime has really been a problem for them. The patient said they suddenly wake up at night to pee, which happens two or three times. The patient mentioned that they had been drinking a lot more fluids, which they know was part of the issue. However, the patient still felt that the therapy was not working as effectively as it could. The patient called their managing hcp and they advised the patient to call patient services. Agent reviewed role of medtronic/patient services. The patient wanted to make an adjustment to their therapy settings to see if that would help. The patient connected to the ins and confirmed therapy was turned on, with amplitude set to 0.5 ma on program 6. Agent reviewed considerations for therapy optimization. The patient decided to increase the amplitude and confirmed they felt comfortable stimulation. The patient will maintain therapy settings and continue to monitor symptoms. The patient mentioned that about a year ago they were getting up in the morning and couldn't stop urinating because they felt like they could not empty their bladder. The patient contacted a representative at that time, and they suggested increasing the stimulation, then told the patient not to call them anymore. The agent called the patient and left a voicemail.. The patient called back requesting to speak with the previous agent however previous agent was not available. Patient reiterated previous therapy concerns and relayed medical history: they said they were sent home on program 1 after they got the implant, and it was fine for about a year, and then they had to have a major surgery where they had to have a lot of fluids administered, and they needed to regulate after that; however, then the therapy was fine for another year or so, and they started to pee a lot in the morning, and that was when they contacted their old manufacturing company representative (rep) who had been at their procedure, and that was when the rep told the patient to go to program 6 and to not call them anymore. The patient said when they first reached out to patient services, they increased their stimulation on program 6, and that hadn't helped, so they just went to program 2 and increased it to where they felt the stimulation (which they stated they would eventually no longer feel after a bit and they were currently monitoring their symptoms). The patient said they were very disappointed with the lack of support and said they were wanting more specific guidance rather than just trial and error. Patient denied having had any falls or traum as that could have led to their issue. Patient services reviewed the roles of patient services, the healthcare provider ((hcp) and the rep with the patient as well as therapy expectations, device description/function and programming, stimulation, and ins battery longevity considerations. Patient services redirected the patient to follow up with their hcp to potentially request a session with a rep at the clinic if they still did not see relief. The patient is going to continue to monitor their symptoms for now, work their way through their 6 available programs (they said they had 6 programs) and potentially reach out to their hcp if they needed further assistance. [See rule out for surgery].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they did not experience retention prior to the device and catheterization was not 'standard of care' prior to the device.